Event description:
It was reported that the insulin pump alarmed compromised force sensor system after filling the tubing. Customer's blood glucose was 375 mg/dl. Customer treated the high blood glucose with pen. Customer reported that the insulin pump dropped from the bed and drive support cap was sticking out. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.